Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report rec'd from the (B)(6) which stated: "pt had echocardiogram while in the hospital to investigate elevated plasma free hemoglobin and lactate dehydrogenase. Found clot was in device." The pt was transferred to intensive care for tissue plasminogen activator protocol".

Manufacturer narrative:
The MFR is attempting to acquire add'l info regarding the event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report was rec'd from the (B)(6).